Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9393007, 510k # max was cleared in the united states. This part is not approved for use in the united states; however a like device catalog # 9393007, 510k # k094025 was cleared in the united states.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that during implantation of the interbody device, the device broke in pieces during impaction into the disc space. The broken device remains in the patient.